Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer report number: 2017865-2023-03004, related manufacturer report number: 2017865-2023-03006. It was reported that the patient presented for follow-up with a pocket infection at the implant site of the implantable cardioverter defibrillator. The device, right atrial, and right ventricular leads were explanted. The patient was in stable condition.